Manufacturer narrative:
Physio-control replaced the device's power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr20.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.